Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-33, lot# va0cl80, implanted: (B)(6) 2014, product type: lead.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that the patient needed a revision, the doctor did not test before doing the surgery, and it didn't work. The patient noted that they used the old pocket, too big, it was twisting around and it hurt, even to sit down, so it had to be removed. It was also noted that the right sacral nerve was used; ¿horrible fishing of wire from lead on left side to over-sized right pocket.¿ no further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The patient's dob is unknown. Product ID 3889-33 lot# va0cl80 serial# implanted: (B)(6)2014 explanted: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 3889-33, serial/lot #: va0cl80, ubd: 2017-09-20, UDI#: (B)(4). In MFR report #3007566237-2018-01588 the following information was reported: ¿information was received from a consumer regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient wanted to go over MRI compatibility guidelines because she previously has had open mris before but the MRI facility did not want to scan her because of her implant. The patient was in pain. The patient also reported that she had two neurostimulators that didn't work. There were no further complications or anticipations reported with this event. Additional information was received. It was reported that the pain was not related to the device or therapy. No further patient complications are anticipated or expected as a result of this event." Additional review indicates this information pertains to this manufacturer¿s report. Any additional information related to this event will be reported in this report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the ins moved around in the original pocket. No further patient complications are anticipated or expected as a result of this event.